Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a chemoclave® vented vial spike, 20mm. The customer reported leakage which occurred through the filter during the withdrawal of a cytotoxic drug from the vial. The event occurred during preparation (spanning two minutes of use) of an infusion bag. The reported issue was detected prior to patient use. The device was not changed out or replaced with no further problems encountered. Although there was no patient involvement, no serious injury/death, no medical/surgical intervention required, no delay in critical therapy and no adverse operator consequences, there was an unprotected exposure to cytotoxic chemotherapy reported.

Manufacturer narrative:
One used list #ch-70s, chemoclave® vented vial spike, 20mm; lot #5599451 and one (1) used holoxan 1000mg vial were received and visually inspected. As received, fluid was identified within the filter housing. No other damage or anomalies were observed. The vial spike was functionally tested by water infusion. Gross leakage was observed from the filtergaurd vent hole. Further evaluation of the filtergaurd subassembly revealed the filter membrane was missing. The reported complaint can be confirmed. The probable cause of the missing filter membrane and subsequent leakage is due to an error during manual assembly during manufacturing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional information added to a5 and a6. D9 - date returned to mfg: 5/24/2022.